Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet did not accept a dexcom g7 continuous glucose monitor (cgm) sensor pairing code because the device settings were set to dexcom g6 instead of dexcom g7; the user was guided to switch to dexcom g7 and re-enter the pairing code, which constituted an incorrect procedure or method, with no applicable device component implicated. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.